Event description:
A "strip/error" message displayed on blood glucose monitoring system and was sent control solution. Blood glucose monitoring system results were high, however no values were provided. The last three blood glucose device results were 211, 60, & 152 mg/dl. Reporter stated going to the doctor. Reporter alledged her blood glucose result = 211 mg/dl and the doctor's glucose result = 141 mg/dl. No treatment was recevied and controls results fell within an acceptable range.